Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. Excess viscoelastic is observed on the outside of the device nozzle. The plunger has been retracted to mid-nozzle. The device tip is not ¿sharp¿. No damage or abnormalities are observed. The lens was adhered to the bottom of a small plastic vial. A small amount of viscoelastic is observed on only on the posterior surface of the lens. One haptic is broken-distal area (returned on the optic surface). The optic is split at the front and back of the haptic/optic junction. The optic is also split from the edge into the center (all damage is on one side). The photo matches the returned product. Viscoelastic was not provided. It is unknown if a qualified product was used. Root cause: the reported lens damage was observed. The device tip is not ¿sharp¿. No damage or abnormalities are observed. The root cause for the observed lens damage may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens was stuck and then torn after leaving the injector. The tip of the injector seemed sharp. Additional information was requested.

Manufacturer narrative:
The product was not returned. The photo provided shows the lens in a clear container. The lens appears to have viscoelastic on it. Due to the quality of the photo we can not confirm any damage to the lens. The device is not shown in the photo. Viscoelastic was not provided. It is unknown if a qualified product was used. Based on our observation of the photos, clinical solution appears to be present on the lens but we can not confirm any damage to the lens. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).